Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12661. It was reported that when the pre-syncopal pacemaker dependent patient presented in the emergency room, intermittent loss of capture was observed on the right and left ventricular channels. The physician programmed the device doo and set the left ventricular lead to max output. Oversensing of noise resulting in pacing inhibition was observed on the right ventricular channel. Right ventricular impedance was high but within limits. High impedance and phrenic nerve stimulation were observed on the left ventricular channel. The physician opted to program the device to capture only on the left ventricular channel. The patient is currently stable.